Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak in extension tube is confirmed; however, the exact cause could not be determined. One 4fr double-lumen powerpicc solo catheter, one 3cg stylet and one photograph were returned for evaluation. An initial visual observation revealed some use residue in the sample. The 3cg stylet was observed to be inserted in the catheter. A functional test of flushing water through the extension tube of the t-lock using a 12ml syringe was performed. A leak was observed just distal to the luer hub. A microscopic observation revealed a split in the tube within the luer hub of the t-lock. The fracture surface appeared to be rough and irregular, and some beach marks were present. Adhesive residue was observed near the damage, indicating that the tubing had been previously attached to the inner wall of the luer hub. It was not possible to determine the source of the observed damage; however, possible causes include kinking of the tube, leading up to material fatigue/fracture. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental report will be submitted with evaluation results.

Event description:
It was reported that they went to prime the line before insertion and water sprayed out. States noticing a cut/hole/opening in the extension tubing of the t-lock. No further details were provided.